Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to discomfort when riding the bicycle as a result of the reservoir migration. Prior to the revision procedure the patient would leave the device inflated to reduce the amount of discomfort. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The physician had placed the reservoir in a different location, as the physician believed the previous surgeon placed it in the incorrect space. The right cylinder was observed to also have ruptured, but did not effect the inner lining with no fluid loss. The patient fully recovered following the procedure.